Manufacturer narrative:
Device not returned.

Event description:
Reportedly, implant duration of two years. Valve remains implanted. Patient reportedly had possible tia/stroke. No further information available.